Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01233. It was reported that during a permanent implant procedure on (B)(6) 2020, the physician was unable to implant the leads due to a cerebrospinal fluid (csf) leak. Reportedly, the physician was not able to gain epidural access and the procedure was abandoned. The csf leak has since been resolved.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.